Manufacturer narrative:
Approximate age of device (age of device: 8 months, 2 days). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with elevated ldh, anemia due to gi bleed. The patient is scheduled to undergo an echo to confirm gi bleed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate ii left ventricular assist system. A direct correlation between heartmate ii left ventricular assist system and the reported event could not conclusively be established through this evaluation. The left ventricular assist system instruction for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between hmii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had pump thrombosis. The patient had a ramp echocardiogram which was negative. No further information was provided.